Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago. Explant date: years ago. Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18934573.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information could be obtained despite good faith effort.